Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of the initial report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the pump ¿seemed to be¿ leaking fluid out of the side access port when the needle entered the port even without pushing fluid through. The catheter reportedly did not ¿seem to be working¿ as the patient was not getting good effect. No patient injury was reported. It was also reported that the patient experienced a change in therapy effect. The patient did not have therapeutic effect for the past two years. At the time of report, the reporter was in a case and the pump was on the back table. It was noted no prime was running. The health care provider (hcp) was seeing drops out of the catheter port when they stuck a needle/syringe in the catheter access port (cap). The hcp had done this a few times and each time saw multiple drips of fluid coming from the cap. The dripping was occurring at a rate of a drip every few seconds and continued to drip sporadically. The hcp had pulled the needle out of the cap and inserted it again multiple times and saw this occur. It was noted initially it was ¿weird, kind of hard to flush the cap, and had a little resistance at first¿. There were no reservoir discrepancies noted. The device system was used to deliver lioresal. It was later reported that the pump showed dripping while on the side table and so it was removed. A revision had been planned but the hcp ended up changing out the entire system. It was noted side access port aspiration was done and the hcp as reported had resistance but still got fluid back. The plan had been to replace the catheter but as reported the pump ended up being replaced as well. It was reported, the patient was doing well as of 2013 (B)(6).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; it was returned in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.